Manufacturer narrative:
(B)(4). A device was not returned to baxter for eval and therefore an eval could not be completed. If a device is returned, an eval will be completed and a supplemental report will be submitted.

Event description:
It was reported that an unspecified spectrum pump had a "potassium rider which was hung and it took over 7 hours to infuse. The nurse used all the tips provided to her which did not the correction issue." Any pt involvement, injury or med intervention is unk.